Event description:
The hosp reported that during a coronary artery bypass procedure, four heartstring iii devices malfunctioned. Three heartstring iii seals did not load properly as the seals remained in the loading devices when the delivery devices were removed. The fourth heartstring iii deviec was deployed but unraveled when the delivery device was removed from the aortotomy. A side biter clamp was used to complete the procedure. The pt remained stable with no pt effects.

Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evals are completed. Lot history record reviews were completed for the reported product lot numbers. There were no non-conformances recorded in the lot histories. (B)(4). Device #s 2 and 3: model#: hsk-3043; lot#: 25051155; exp date: 01/31/2013. Device #4: model#: hsk-3043; lot#: 25048665; exp date: 12/31/2012.